Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen became frozen on the fill tubing screen. During troubleshooting with tandem technical support the customer was able to clear the screen. The customer's blood glucose level was not impacted.